Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory in two segments, severed 8 cm from the terminal end, with the extracting stylet inserted in the distal segment. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of high capture thresholds. The perforation and pericardial effusion allegations could not be confirmed by lab analysis.

Event description:
It was reported that the patient presented to the emergency department with chest pain. It was observed that the threshold values of this right ventricular (rv) lead were slightly elevated. A CT scan was taken, and showed a perforation, and a small effusion. The patient was transferred to another hospital for lead extraction. No additional adverse patient effects were reported. This lead returned for analysis.